Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the buttons were not responding. The customer¿s blood glucose level was unknown. The device will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to connector unlocked on lcd board and flattened dome switch on act button noted. No button error alarm during testing. Device passed displacement test and self test